Manufacturer narrative:
Follow-up #1 date of submission 06/07/2016-device evaluation: no product was returned. A retain sample of the same cartridge lot number # u200083 was evaluated and tested by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to air bubbles. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that air bubbles were present in the system. The reported issue was not resolved with troubleshooting. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the presence of air bubbles or a leak in the cartridge can result in under delivery.